Event description:
A dialysis health care professional reported a pt rec'd a system error 2240 alarm in drain 1/8 during treatment using homechoice device. The pt is a child and the health care professional stated she may have disconnected herself accidentally. The health care professional is unsure if that is what actually occurred or if the pt line of the homechoice cassette became disconnected from the pt's transfer set on its own. There was no pt injury associated with this incident and no medical intervention per the health care professional.